Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient, with this subcutaneous implantable cardioverter defibrillator (s-ICD), heard beep tones while traveling in portugal. A united states remote care cardiology service contacted technical services who then referred the patient to a local clinic in portugal. No further information was made available. Six months later, the device was returned to boston scientific, and laboratory analysis was performed. This report includes the results of laboratory analysis.